Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to place a left lead for a pacemaker case. Using a whisper guide wire, the lead was successfully placed; however, the guide wire caught in the lead when removing the guide wire, so the wire was tugged on and the core separated inside the lead. The separated core was removed by aspiration. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation was confirmed although difficult to remove could not be replicated in a testing environment as it was based on operational circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. It should be noted that the ht whisper instruction for use (IFU) states: this device should be used only by physicians trained in angiography and percutaneous transluminal coronary angioplasty (ptca), and/or percutaneous transluminal angioplasty (pta). Based on the information provided, the reported difficulties appear to be related to user error and not a product quality issue with respect to manufacture, design or labeling that contributed to the reported complaint. Additionally, the separated core was removed by aspiration. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to an IFU deviation.